Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient was at assistant living facility and the cgm reading was low on (B)(6) 2023. Based on the cgm display, the patient self-treated with chocolate and drank juice. Then the patient started to experience symptoms of dizziness, sweatiness and loss of balance. The patient fell and had hit her head and a lump developed. An employee at the assistant living housing called the emergency medical services (ems), the paramedics took a blood glucose reading which was 600 mg/dl and the cgm reading was 40 mg/dl. At an unspecified time of the event the cgm reading was 40 mg/dl and the bg was 140 mg/dl. The patient declined to be taken to the hospital and was treated with insulin by her nurse at her assisted housing. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: health effect - clinical code e 1803 nodule. Diabetes mellitus is a known cause of hyperglycemia.